Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: v013727, implanted: (B)(6) 2008, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that pt had components left abandoned from one of her previous interstim devices. Tss asked, caller was not sure what components specifically but said that there is "at least some wires left behind and at least one of them is loose and that is why they couldn't remove it".tss reviewed MRI info related to abandoned/partial systems.